Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient experienced peritonitis manifested by vomiting and was hospitalized on the same day. On an unreported date, in the same month as the event, the patient was treated with cefazolin (ip, dose and frequency unknown) for the peritonitis. At the time of this report, treatment was ongoing and the pt remained hospitalized. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic techniques. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.